Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, the lead body was found squeezed and deformed between 26 cm and at 27.5 cm distal to the is1 connector pin. The insulation was severely damaged in this region and tissue residuals were found on the outer coil. These findings can be considered to be the root cause of the noise mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - noise was confirmed on this lead as well as an impedance increase. The lead was removed from the patient. The physician commented that part of the lead broke near the pocket sleeve, possibly due to the sleeve being too tight or friction between the lead and the sleeve.